Event description:
On (B)(6) 2003, the patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2010, the patient was treated for a proximal type I endoleak with a medtronic talent aortic cuff. The procedure was successful, and the patient is doing well.